Manufacturer narrative:
Siemens is conducting a thorough investigation of this event. The provided log files showed an issue with the tube anode frequency. A supplemental report will be submitted if additional information becomes available. Internal ID # (B)(4).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During a patient procedure, the user reported that x-ray aborted. The user stopped the examination and transferred the patient to another device to complete the procedure. There are no injuries attributed to this event. The reported incident occurred in (B)(6).

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. After a recurring error pattern and replacement of several components, it was determined that the stator cable of the rotating anode tube was defective. This led to the unavailability of x-ray radiation and to several subsequent defects in various components which were also replaced. A possible general fault which would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.